Event description:
Clinical study. It was reported that following a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the ostium of the left common carotid artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 7 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent following post dilatation, residual stenosis was 50%. The core lab reviewed the ultrasound film performed in 2009, which revealed in-stent stenosis of >50-79%. The site has not reported any adverse events.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.